Event description:
Revision surgery was reported on a shoulder, during this revision surgery the surgeon experience difficulty separating the body of the implant from the stem as the releasing screw was not available. The surgery time was extended.

Manufacturer narrative:
The device that utilizes the releasing screw has been phased out and the releasing screw was removed from the instrument tray. A controlling step is in place to verify that instrumentation be available during the phase out process.